Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 patient code: no code available (3191) used to capture medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 19 sep 2019 reviewed. Clinic notes indicate the patient fell sometime after the primary which caused feelings of "catching," pain and instability. Patient was revised on 1-jul-2019. Intraoperative findings include loosening of the femoral component at the implant/cement and cement/bone interfaces. Loosening of the tibial tray noted at the implant/cement interface. Surgeon notes that both the femoral and tibial components were oversized. Removed tibial insert from d11 field. Removed loosening of implant not related to bone-ingrowth from h6 field.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad (B)(6) 2019 reviewed. Clinic notes indicate the patient fell sometime after the primary which caused feelings of "catching," pain and instability. Patient was revised on (B)(6) 2019. Intraoperative findings include loosening of the femoral component at the implant/cement and cement/bone interfaces. Loosening of the tibial tray noted at the implant/cement interface. Surgeon notes that both the femoral and tibial components were oversized.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). It is unknown which component is loose. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left total knee revision to address aseptic loosening date of implantation: (B)(6) 2017. Date of revision: (B)(6) 2019. (Left knee). Were depuy components removed: yes.